Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridge alarm 5) with multiple cartridges during the load process. The customer declined to provide blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.